Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced deferred pain. A revision surgery was performed, during which the physician determined that it was erosion from the implant. The device was explanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b3: date of event. Since the exact event date is unknown, 03/25/2025 was used as an estimated date based on the reported onset occurring the week prior to the procedure on (B)(6) 2025.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced deferred pain. A revision surgery was performed, during which the physician determined that it was erosion from the implant. The device was explanted. There were no further patient complications.